Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed. Following the valve implant, the valve was reportedly under expanded and moderate central regurgitation was noted. Post-implant bav was performed, but moderate central regurgitation remained. A non-medtronic valve was subsequently I mplanted valve-in-valve and the central regurgitation reportedly resolved. Following the implant procedure, the patient experienced a stroke with unspecified symptoms. Per the physician, the patient¿s stroke symptoms were debilitating. The cause of the stroke wasunknown. No treatment was reported for the stroke. No additional adverse patient effects were reported.